Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on the same day that required medical attention. The reporter stated that the patient had a blood glucose level of 399 mg/dl with symptoms of atypical thirst and the presence of large ketones. The reporter stated that the patient visited their doctor¿s office to seek treatment for this event. While at the doctor¿s office, the patient allegedly received insulin via injection for treatment in addition to some food and/or drink. A review of the device showed that there were frequent loss of prime warnings in the device¿s history that occured with multiple cartridges. The reporter stated that the basal settings of the pump were changed in relation to this event by the patient¿s healthcare provider. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of repeated loss of prime warnings of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: there were pump not primed warnings observed in the device's black box and the force readings did not reach zero. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor is detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was opened and no damage was found to the force sensor circuit.